Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. Multiple interrogations during the analysis found no anomalies, and electrical and mechanical analysis performed indicated normal functionality. Inductive and radiofrequency (rf) telemetry test performed while the pacer was programmed to field settings show the device connected to the programmer and maintained normal communication throughout the tests. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported communication anomaly. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of an interrogation anomaly could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had received a cardioversion for an unknown reason. As a result, the device was no longer able to be interrogated properly. The device was explanted and replaced, and the patient was stable following the procedure.